Event description:
Three new analyzers were installed, tested and calibrated. All 3 calibrated within normal specifications. While in patient use, it was found that the etco2 levels were reading low due to low calibration gases. Each multianalyzer calibration gas bottle was changed on each machine and replaced with a new bottle. The analyzers then functioned within normal specifications. No adverse effect to any patients.